Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 48 mg/dl. The customer was treated for their blood glucose with glucagon. The wrong transmitter identification is not programmed in the pump and has been receiving los sensor alarms. The customer was wearing the insulin pump during their hospital stay. The customer reported cracks on their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump communicated properly with the minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarm noted during our testing. The insulin pump had broken battery tube threads, cracked case at the display window corner and minor scratched lcd window.